Event description:
Boston scientific crm received information that the patient with this device experienced palpitations and a syncopal episode. Information was later received that this patient was feelings signs of syncope, but did not experience syncope. As a result, sudden bradycardia response was programmed on. No adverse patient effects were noted.